Event description:
The customer reported that during use of the pro6132-4 single trigger 4mm pin driver attachment with the pro6100 powerpro electric ii modular handpiece in a left acl reconstruction procedure on (B)(6) 2014, the tip of the pin driver allegedly became hot and inadvertently touched the patients skin, causing a 2nd degree burn. As reported, other than a ten (10) minute delay, the procedure was successfully completed as intended with the use of a backup device. Follow-up with the user facility revealed that the only medical treatment/intervention given to the patient's burn was the application of a dry dressing at the end of the procedure. Additionally, the patient has attended a follow-up "clinic" visit, which found the burn has completely healed, and the patient "absolutely fine".

Manufacturer narrative:
On (B)(6) 2015, conmed received the pro6132-4 pin driver attachment, and the pro6100 powerpro electric modular handpiece for evaluation. Visual inspection and testing of the pin driver revealed that the unit was received in poor condition. The shaft bearings were very worn, rough and grinding. The retention spring was out of place and lodged in the shaft of the unit, causing the shaft to not spin freely. Additionally, the pin driver would not accept a .156mm pin, and would not retain or grip a .078mm pin for functional testing. The physical damage observed on this returned pin driver attachment is indicative of extensive usage and in this instance lack of service/repair on the attachment was the root cause of this reported problem. A review of the device service/repair history records indicated that the pro6132-4 pin driver was manufactured on 19-jan-2010 and that the preventative maintenance was long overdue with the last service/repair date of (B)(4) 2012. Due to the age of the device and the lack of service, all damaged parts will be replaced and the overall preventative maintenance will be performed to return the pin driver to its optimal performance. Evaluation of the pro6100 handpiece found that the unit passed all functional testing with no problems detected. The unit was tested for an extended length of time and the temperature remained within normal limits and performed as intended. There was no evidence that a pin/wire had become welded to either the pin driver attachment, or the modular handpiece. A review of the device service/repair history records indicated that the pro6100 modular handpiece was manufactured on 26-sep-2007 with the last service/repair date of (B)(4) 2014. The product's instruction manual advises the user of a 12 month service interval for the modular handpiece, and a 24 month service interval for the pin driver. A two-year review of the device complaint history for both the pin driver attachment and the modular handpiece revealed this alleged burn as an isolated incident. In addition, a two-year risk analysis was performed and the safety risk has been evaluated as acceptable. To reduce the risk of device overheating and patient injury, the product's instructions for use (IFU) provides the following precautions: continually check handpiece and attachments for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating may cause damage to the handpiece and/or attachment, and may cause a burn injury to the patient or medical personnel. -failure to follow the specified service interval could result in reduced instrument performance or overheating of the handpiece and/or attachment. Prior to each use, inspect all equipment for proper operation. -use only associated hall surgical accessories, as defined by the product manual.